Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("x-ray showed fragments"), pelvic pain ("serious pain/ pain/ chronic pelvic pain"), endometritis ("chronic endometritis"), genital haemorrhage ("from regular periods to bleeding some months none stop/ constant bleeding") and circulatory collapse ("collapsing") in a 24-year-old female patient who had essure (batch no. 39326, 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous, normal delivery (live child) in 2005, nickel sensitivity (reaction to metal, jewellery), uterine bleeding, menarche (menstrual age menarche: 12) and dysfunctional uterine bleeding. *oct-2012 pap smear. Previously administered products included for an unreported indication: depo provera and clindamycin. Past adverse reactions to the above products included drug hypersensitivity with clindamycin. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("type of disorder: bladder or urinary problems or changes"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems, condition: depression"), rash generalised ("rashes or skin conditions, type: chronic rashes on hands, face, back, legs") and back pain ("low back and left side/ steady pain stabbing"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("gastrointestinal :stomach pain"), 1 year 4 months after insertion of essure. On (B)(6) 2009, the patient experienced colitis ("gastrointestinal or digestive system condition type: colitis/chronic colitis"). In 2009, the patient experienced poor quality sleep ("had no good night sleep in three years") and anxiety ("psychological or psychiatric problems, condition: depression & anxiety"). In may 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction, type: nickel/metal allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), circulatory collapse (seriousness criterion medically significant), loss of libido ("sex drive is non-existent"), urinary tract disorder ("type of disorder: bladder or urinary problems or changes"), tooth disorder ("dental problems"), headache ("headaches"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes") and dry skin ("dried skin"). The patient was treated with antibiotics, medroxyprogesterone acetate (depo provera) and surgery (B)(6) 2014, hysterectomy & bilateral salpingectomy, laparoscopic trachelectomy & appendectomy, laparoscopic trachelectomy and hysterectomy & bilateral salpingectomy, laparoscopic trachelectomy & appendectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, endometritis, genital haemorrhage, circulatory collapse, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, colitis, migraine, headache, depression, anxiety, rash generalised, dermatitis allergic and dry skin outcome was unknown, the pelvic pain, abdominal pain upper and back pain had resolved and the loss of libido and poor quality sleep had not resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, back pain, bladder disorder, circulatory collapse, colitis, depression, dermatitis allergic, device breakage, dry skin, dysmenorrhoea, endometritis, female sexual dysfunction, genital haemorrhage, headache, loss of libido, migraine, pelvic pain, poor quality sleep, rash generalised, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: on (B)(6) 2014- she had trachelectomy and appendectomy were performed. There were any were 6 to 8 coils that were outside the tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. X-ray - on an unknown date: showed fragments.. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: events x-ray showed fragments, allergic or hypersensitivity reaction type: rashes, dried skin and chronic endometritis were added. Lot number, lab data, medical history, historical drugs added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("x-ray showed fragments"), pelvic pain ("serious pain/ pain/ chronic pelvic pain"), endometritis ("chronic endometritis"), genital haemorrhage ("from regular periods to bleeding some months none stop/ constant bleeding") and circulatory collapse ("collapsing") in a 24-year-old female patient who had essure (batch no. 39326-invalid , 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous, normal delivery (live child) in 2005, nickel sensitivity (reaction to metal, jeweller), uterine bleeding, menarche (menstrual age menarche: 12) and dysfunctional uterine bleeding. *(B)(6) 2012 pap smear. Previously administered products included for an unreported indication: depo provera and clindamycin. Past adverse reactions to the above products included drug hypersensitivity with clindamycin. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("type of disorder: bladder or urinary problems or changes"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems, condition: depression"), rash generalised ("rashes or skin conditions, type: chronic rashes on hands, face, back, legs") and back pain ("low back and left side/ steady pain stabbing"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("gastrointestinal :stomach pain"), 1 year 4 months after insertion of essure. On (B)(6) 2009, the patient experienced colitis ("gastrointestinal or digestive system condition type: colitis/chronic colitis"). In 2009, the patient experienced poor quality sleep ("had no good night sleep in three years") and anxiety ("psychological or psychiatric problems, condition: depression & anxiety"). In (B)(6) 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction, type: nickel/metal allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), circulatory collapse (seriousness criterion medically significant), loss of libido ("sex drive is non-existent"), urinary tract disorder ("type of disorder: bladder or urinary problems or changes"), tooth disorder ("dental problems"), headache ("headaches"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes") and dry skin ("dried skin"). The patient was treated with antibiotics, medroxyprogesterone acetate (depo provera) and surgery ((B)(6) 2014, hysterectomy & bilateral salpingectomy, laparoscopic trachelectomy & appendectomy, laparoscopic trachelectomy and hysterectomy & bilateral salpingectomy, laparoscopic trachelectomy & appendectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, endometritis, genital haemorrhage, circulatory collapse, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, colitis, migraine, headache, depression, anxiety, rash generalised, dermatitis allergic and dry skin outcome was unknown, the pelvic pain, abdominal pain upper and back pain had resolved and the loss of libido and poor quality sleep had not resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, back pain, bladder disorder, circulatory collapse, colitis, depression, dermatitis allergic, device breakage, dry skin, dysmenorrhoea, endometritis, female sexual dysfunction, genital haemorrhage, headache, loss of libido, migraine, pelvic pain, poor quality sleep, rash generalised, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: on (B)(6) 2014- she had trachelectomy and appendectomy were performed. There were any were 6 to 8 coils that were outside the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. X-ray - on an unknown date: showed fragments. Lot number 39326 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("serious pain"), genital haemorrhage ("from regular periods to bleeding some months none stop") and circulatory collapse ("collapsing") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous. In (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("type of disorder: bladder or urinary problems or changes"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems, condition: depression"), rash generalised ("rashes or skin conditions, type: chronic rashes on hands, face, back, legs") and back pain ("low back and left side/ steady pain stabbing"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("gastrointestinal :stomach pain"). In 2009, the patient experienced poor quality sleep ("had no good night sleep in three years"), colitis ("gastrointestinal or digestive system condition type: colitis") and anxiety ("psychological or psychiatric problems, condition: depression & anxiety"). In (B)(6) 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction, type: nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), circulatory collapse (seriousness criterion medically significant), loss of libido ("sex drive is non-existent"), urinary tract disorder ("type of disorder: bladder or urinary problems or changes"), tooth disorder ("dental problems") and headache ("headaches"). The patient was treated with antibiotics and surgery ((B)(6) 2014, hysterectomy & bilateral salpingectomy, laparoscopic trachelectomy & appendectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, circulatory collapse, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, colitis, migraine, headache, depression, anxiety, rash generalised, abdominal pain upper and back pain outcome was unknown and the loss of libido and poor quality sleep had not resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, back pain, bladder disorder, circulatory collapse, colitis, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, loss of libido, migraine, pelvic pain, poor quality sleep, rash generalised, tooth disorder and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jun-2018: from pfs events " nickel allergy, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), colitis, migraines / headaches, depression, anxiety, chronic rashes on hands, face, back, legs, stomach pain, low back and left side/ steady pain stabbing, she did not undergo essure confirmation test" are added. Patient, product, reporter information added. Treatment drug added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("x-ray showed fragments"), pelvic pain ("serious pain/ pain/ chronic pelvic pain"), endometritis ("chronic endometritis"), genital haemorrhage ("from regular periods to bleeding some months none stop/ constant bleeding") and circulatory collapse ("collapsing") in a 24-year-old female patient who had essure (batch no. 39326, 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous, normal delivery (live child) in 2005, nickel sensitivity (reaction to metal, jwellary), uterine bleeding, menarche (menstrual age menarche: 12) and dysfunctional uterine bleeding. *(B)(6)2012 pap smear. Previously administered products included for an unreported indication: depo provera and clindamycin. Past adverse reactions to the above products included drug hypersensitivity with clindamycin. On (B)(6)2007, the patient had essure inserted. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("type of disorder: bladder or urinary problems or changes"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems, condition: depression"), rash generalised ("rashes or skin conditions, type: chronic rashes on hands, face, back, legs") and back pain ("low back and left side/ steady pain stabbing"). On (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("gastrointestinal :stomach pain"), 1 year 4 months after insertion of essure. On (B)(6)2009, the patient experienced colitis ("gastrointestinal or digestive system condition type: colitis/chronic colitis"). In 2009, the patient experienced poor quality sleep ("had no good night sleep in three years") and anxiety ("psychological or psychiatric problems, condition: depression & anxiety"). In (B)(6) 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction, type: nickel/metal allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), circulatory collapse (seriousness criterion medically significant), loss of libido ("sex drive is non-existent"), urinary tract disorder ("type of disorder: bladder or urinary problems or changes"), tooth disorder ("dental problems"), headache ("headaches"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes") and dry skin ("dried skin"). The patient was treated with antibiotics, medroxyprogesterone acetate (depo provera) and surgery ((B)(6)2014, hysterectomy & bilateral salpingectomy, laparoscopic trachelectomy & appendectomy, laparoscopic trachelectomy and hysterectomy & bilateral salpingectomy, laparoscopic trachelectomy & appendectomy). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, endometritis, genital haemorrhage, circulatory collapse, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, colitis, migraine, headache, depression, anxiety, rash generalised, dermatitis allergic and dry skin outcome was unknown, the pelvic pain, abdominal pain upper and back pain had resolved and the loss of libido and poor quality sleep had not resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, back pain, bladder disorder, circulatory collapse, colitis, depression, dermatitis allergic, device breakage, dry skin, dysmenorrhoea, endometritis, female sexual dysfunction, genital haemorrhage, headache, loss of libido, migraine, pelvic pain, poor quality sleep, rash generalised, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: on (B)(6)2014- she had trachelectomy and appendectomy were performed. There were any were 6 to 8 coils that were outside the tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. X-ray - on an unknown date: showed fragments.. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-apr-2019: update of information (batch is invalid) product technical compliant incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case report received from a consumer in united states on 09-jul-2012 with further information received from physician's office on 24-jul-2012, 27-jul-2012, 01-aug-2012, 03-oct-2012, 02-nov-2012, 28-jan-2013, 31-jan-2013. The report refers to a (B)(6) female patient who received essure (fallopian tube occlusion insert) and experienced from regular periods to bleeding some months none stop, serious pain, collapsing, and sex drive is non-existent. The patient's medical history included children. No information was g given on patient's drug history, concomitant medication and concurrent conditions. In 2009, the patient had essure (fallopian tube occlusion insert) inserted. Consumer reported via e-mail she has had these coils in for three years. And honestly this had been the worst three years of her life. She went from having a very very healthy sex life to one that was none non-existent. To having regular periods to bleeding some months none stop. She has been to the hospital three times for serious pain with no results as to what the pain was. She has not had a good night sleep in three years. She has been to two different doctors who tell her a hysterectomy was the only option. She is (B)(6) that is not even close to an option. She does not wish to have more children, that was not the reason for her need for the reversal. She does not have (B)(6) for the reversal process. Consumer stated she was very dissatisfied. On (B)(6) 2012, patient saw doctor. On (B)(6) 2012, patient called clinical liaison. On (B)(6) 2012, patient e-mailed she can tell how tired of hearing everything 'looks' perfect she was. It may look perfect but it is far from perfect when she finds herself collapsing in front of her children, in so much pain she cannot get out of bed to enjoy a day with her children, how her husband suffers because her sex drive is non existent. On 03-oct-2012, per (B)(6), doctor's nurse, it was reported patient has not had removal surgery yet because her insurance said she had not had a recent pap smear and they did not have a record of any prior medical treatments given to try to resolve her symptoms non surgically. Doctor did not feel there was any other remedy other than surgery, so he is going to send documentation to her insurer to get approval. On 17-oct-2012, per surgical scheduler it was reported insurance company does not want to pay for inpatient surgery. They want a pap smear but it is too painful for patient to do one. Reporter will schedule patient for pap smear. On 02-nov-2012, surgical scheduler reported pap smear was done. Surgery is tentatively scheduled for (B)(6) 2012 pending on insurance approval. On 28-jan-2013, doctor's office told they had to phone hospital before they will release any information. On 31-jan-2013, doctor's office told they can not share any information. Patient considered the events were related to essure. Follow up 13-jul-2016: legal claim was received from lawyer on behalf of plaintiff. Essure was inserted in (B)(6) 2008. After being implanted with essure, this plaintiff suffered from severe and permanent injuries. Follow-up information received on 24-oct-2016: quality-safety evaluation of ptc (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this (B)(6) female patient had changed bleeding pattern under essure use over three years, described as having regular periods to bleeding some months non-stop. Moreover she has been three times to the hospital due to serious pain (in-patient hospitalization uncertain) and one episode of collapsing. Events are considered serious due to medically significant or hospitalization. Collapsing is unanticipated while serious pain and 'regular period to bleeding some months non-stop' are anticipated events in the reference safety information for essure (fallopian tube occlusion insert). Case is classified as incident in association with serious pain and assumed in-patient hospitalization. Surgical intervention for essure micro-inserts removal was discussed but no further information from treating physician and hospital was obtained. Considering a temporal association and based on available information, a causal relationship between events and essure use cannot be excluded. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.